Event description:
It was reported that prior to the start (post-anesthesia) a da vinci-assisted cholecystectomy surgical procedure, the customer encountered repeated recoverable 25551 faults on the surgeon side console (ssc). They disconnected the second ssc to continue and completed the case. The technical support engineer (tse) had the customer take a picture of the logs. The customer was able to disable the right master tool manipulator (mtm) on the affected ssc and recover from the fault. The system finished homing successfully. The customer continued with the following cases using one ssc. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to the procedure and the ports were placed on the patient. Although the system booted up normally they encountered an error. The second ssc was disconnected and the site was able to complete the case without further issues. They were able to recover from the error. The customer confirmed there were no issues with the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the remote arm controller board (rac) 2 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the da vinci products involved with this complaint to perform failure analysis (fa). The rac was analyzed and the reported failure was replicated. The rac unit was installed into the pca test system, the unit started up and error 25551 appeared after the system boot up. After troubleshooting, fa found that the rac drive module (rdm2) was causing the fault.